Manufacturer narrative:
The complainant was contacted for return of the device. The customer has responded and indicated that the replaced control board was discarded and the device will not be returned.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device was unable to select energy level. Complainant indicated that there was no patient involvement in the reported malfunction.